Manufacturer narrative:
(B)(4). Device not returned.

Event description:
A guideliner catheter was used in a patient procedure. A balloon catheter was inserted and the lesion was expanded with the balloon catheter. Angiography showed coronary artery perforation. The patient lost consciousness and died after being transported to ccu.